Event description:
Physician reported left side rupture, widespread silicone. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: opening in the device and red particle in the shell. Device analysis performed through photographs. Due to the impossibility to perform a further analysis, it is not possible to determine the cause of the event."

Event description:
Physician reported left side rupture, widespread silicone. Device has been explanted.